Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up with ac power. The power supply assembly was replaced then proper device operation observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. According to the reporter, the device would not power on with ac power. There was no pt use associated with the reported event.